Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, shortly after transseptal puncture, the sl1 was inserted into the patient, the guidewire was positioned in the left superior pulmonary vein, when the patient developed an st elevation, followed by bradycardia, hypotension, and cardiac arrest. CPR was performed and the patient was intubated. The patient's heart rhythm changed to ventricular fibrillation which was terminated by defibrillation. After that, the patient's heart rhythm remained stable, sinus rhythm, heartrate and blood pressure were also stable. A coronary angiography was done immediately but showed no cause for the st elevation or cardiac arrest. The patient was transferred to ICU in stable condition. The physician stated that the sl1 sheath was flushed once and was not connected to an irrigation pump. A pericardial effusion has been ruled out. A possible cause for the cardiac arrest could be a coronary spasm, as stated by the physician. There were no performance issues with any abbott device.